Manufacturer narrative:
Insulin pump had severely cracked/smashed and bleeding lcd glass.

Event description:
It was reported that the insulin pump had the liquid crystal display anomaly. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.